Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 3006705815-2023-01171it was reported that the patient was experiencing ineffective therapy and pain at the ipg site. Reprogramming was unable to resolve the issue. As a result, the patient may undergo surgical intervention to address the issue.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead, model: 3186ans, serial: (B)(4), UDI: 05415067017246, batch: a000120156.